Event description:
It was reported while using the catheter to perform ablation, multiple "pops" were noted. The rf ablation was aborted. Additional information was requested and is not available.

Manufacturer narrative:
Device evaluated by manufacturer - one 7f livewire tc catheter tc catheter was received for evaluation. Visual inspection revealed charring on the tip electrode. Functional testing confirmed the device produced the correct shape when actuating the steering mechanism. Electrical testing revealed no open or short circuits. The temperature response of the thermocouple and thermistor were within specification. Review of the device history records confirmed this lot met manufacturing requirements prior to shipment. The root cause classification is consistent with operational context as device performance was limited due to procedural factors.